Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump was first noticed to be empty on 2018(B)(4). It was reported that the dye study showed no problems with the pump and the patient was scheduled for a pump refill on 2018-(B)(4). No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (unknown concentration and dose) and saline (1 ml at minimum rate mode) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had their pump implanted on (B)(6) 2017 and then the patient "fell through the cracks" and was unable to be refilled after implant. The pump had been empty for an unknown amount of time. It was noted that the hcp was doing a dye study to check for patency and had filled the pump with saline and programmed it to minimum rate. No symptoms were reported. No further complications have been reported as a result of this event.